Event description:
(B)(4). Placed in 2009 , by 2012 ovarian cysts , by 2013 weight gain , by 2015 sharp pain in fallopian tube area , painful . Periods , bloating , pain when bending over , almost feels like coils are pinching , . The device was covered by my insurance .